Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. According to the event description, the device was used despite the crack being identified prior to use. Based on this information and the attached image, the complaint allegation remains classified as user error, as the device was knowingly used in a compromised condition. The complaint allegation that the device was received broken prior to use cannot be confirmed, as the customer-provided image shows apparent damage to the thread body, most likely resulting from use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/08/2025, a sales representative reported via email that an ar-5025b-18 bio-compression screw came out of the package with a crack in it. Upon attempting insertion, the screw broke further and was immediately removed from the patient. The surgery was completed using another ar-5025b-18 bio-compression screw from the same lot. The case was delayed minimally, and the patient was not harmed. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 07/15/2025: this issue was discovered during a cartilage repair procedure on (B)(6)2025.